Event description:
The report indicated that the customer's bg levels fluctuated over the course of a day-and-a-half and high bg's were experienced (270-401mg/dl). Blood was seen in the cannula, though there was no report of a kink. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.